Manufacturer narrative:
Result of investigation: a visual inspection was performed on the endoscope. During the technical evaluation, the customer's reported issue "the scope was burnt" was confirmed. The visual examination revealed thermal damage to the distal solder joint and the distal light guide, resulting in a leak. Additionally, the distal cover glass showed residues, and the shaft was slightly bent. No information was provided regarding the combination products used during the procedure. Therefore, it cannot be determined whether the combination products were karl storz devices. The findings suggest that an electrical flashover occurred in the distal area, causing thermal damage to the optics. The IFU explicitly refers to the correct use of electrical combination products. Such damage can result from using an electrode that is unsuitable for the intended application or combination. Furthermore, it may occur due to insufficient safety distance or damage to the insulation of the combination product used. Based on the investigation results, the damage is attributed to user error. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Event description:
It was reported that the scope was burnt during a procedure. There was no injury to the patient.